Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the system log files indicated that the image processing pc (ippc) had malfunctioned. Troubleshooting determined that the ippc software was corrupted, likely due to an incorrect shutdown procedure. The fse performed several more restarts and the system was able to start up. The fse reloaded the ippc software. After the ippc software was reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start/will not boot. Several restarts were attempted. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the software image pc was reloaded, the system was returned to use in good working order.